Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the physician had given the patient a holter monitor due to occasionally feeling dizzy. The patient presented after experiencing these symptoms and review of the holter monitor data showed intermittent right ventricular (rv) loss of capture (loc) for this pacemaker dependent patient. The sensing was noted to be at 5.5 millivolts. The patient also goes in and out of atrial flutter and atrial fibrillation (af). Boston scientific technical services (ts) was consulted and had the field representative perform aggressive isometrics including pocket manipulation along with reprogramming the sensing down to 2.5 mv, which did not elicite any more or less signals. The pacemaker was temporarily reprogrammed to pace in both the atrium and ventricle, but not sense in either chamber. The patient was fitted with another holter monitor. One month later review of the holter monitor report showed a 22 second pause while the patient was sleeping. Pacing spikes were observed on the holter report but no qrs complex. The patient was also noted to be in af. Subsequently a revision procedure was performed. During the revision the rv lead was surgically abandoned and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.